Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated architect ca 19-9xr results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records and historical performance of reagent lot 20018m800 through worldwide data. Return testing was not completed as returns were not available. The review of the ticket search for lot 20018m800 determined normal complaint activity related to the issue. The tracking and trending review determined no trends identified for the product for the issue. The historical performance of reagent lot 20018m800 was evaluated using worldwide data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 20018m800 is inside the established control limits, which indicates acceptable product performance. The device history record review did not show any non-conformances or deviations. The labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency for the architect ca 19-9xr reagent lot 20018m800 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-32 that has a similar product distributed in the us, list number 2k91-33.

Event description:
The customer reported a false elevated architect ca 19-9xr result while running on the architect i2000 analyzer for one patient. The following data was provided: sample was run 10x for ca 19-9xr repeatability results (reference range = 0-37.0 u/ml): patient results = < 2.00 / 132.7 / 2.50 / 3.34 / 2.76 / < 2.00 / 5.22 / 2.61 / 2.82 / < 2.00 u/ml there was no impact to patient management reported.